Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed on the device. Additional observations: crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported hole, non-specific. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hole, non-specific".

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported hole, non-specific. The device has been explanted.